Manufacturer narrative:
The pod was received with the needle mechanism assembly deployed. The pod data showed no alarms, though timeouts and a drive stall was observed. The pod was received deactivated at the end of second prime. The rotational sensor data showed both a short and long open count occurring at the same time that one of the sma wires timed out. The pod was then successfully rerun and activated; the rerun data showed no alarms, timeouts, or drive stalls. The components within the drive mechanism assembly, as well as the needle mechanism assembly showed no damages or deficiencies that would prevent normal operation of the pod. Inspection of the sma wire assembly found no abnormalities that would cause the hook to behave abnormally. The exact cause of the observed drive stall could not be determined. It could not be conclusively determined if the drive stall contributed to the reported needle mechanism failure event.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event. Locked down smartphone: phone_control_ios omnipod software app version: 1.1.6 smartphone operating system: 18.3 smartphone hardware: iphone13.4 cgm sensor type: g6.

Event description:
It was reported by the patient that the pod's needle did not deploy indicating a needle mechanism failure. The cannula was not visible but the pink slide did move forward.